Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-25234. Related manufacturer reference number: 2017865-2021-25242. It was reported that the patient presented for follow up with an infection. The pulse generator, right atrial and right ventricular leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.